Event description:
The customer contacted baxter's service center regarding a system error 2042 which occurred on the homechoice (hc) during self-test while the patient was not connected. The home patient (hp) stated that her and her husband had trouble getting the cassette into the hc, so they cut the back of cassette. The technical service representative (tsr) had the hp power cycle the hc, load a new cassette, and resume self-testing. The alarm cleared. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that she did not know about the incident. No adverse effects were reported. The nurse ended the call.

Manufacturer narrative:
(B)(6). This complaint for a report of damaged was confirmed. The root cause was use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint.